Event description:
It was reported that while transferring patient to the hana table the spar was noticed to be not locking properly. The spar was still used on the non-operative side and at the end of surgery the non-operative spar fell to the floor while patient's leg was still attached to it. Staff reported that the patient was not harmed.

Event description:
It was reported that while transferring patient to the hana table the spar was noticed to be not locking properly. The spar was still used on the non-operative side and at the end of surgery the non-operative spar fell to the floor while patient's leg was still attached to it. Staff reported that the patient was not harmed.

Manufacturer narrative:
The locking mechanism was noticed to be defective at the beginning of the procedure. It unlocked at the end of the procedure. The biomed then repaired it, replacing the broken parts. The manual warns the users to inspect the device before and after each use.